Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient had temporary dementia in which they would forget to charge their battery for a few days. The battery did not reach overdischarge but when it was 50% charged and turned on it would immediately shut down. It was also noted that the patient had a bacterial infection at the ins site which produced and encephalitis. The battery was going to be charged to 100% then be analyzed. No further complications were reported/anticipated.